Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 109 mg/dl. Reportedly, customer loaded cold insulin and overfilled the cartridge. A cartridge change was performed resolving the issue.